Manufacturer narrative:
G2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty (bkp) therapy for primary osteoporosis (compression fracture). Levels implanted at l2. It was reported that when the balloon was inflated to around 3 cc (approximately 350 psi), the psi display became 0; upon checking with the arm, it was confirmed that it had contracted. The rupture occurred during expansion. There were no patient symptoms reported. There were no further complications reported regarding the event.